Event description:
Report received indicated that when the catheter was tested before use, the balloon could not be deflated. There was no documentation of any pt involvement with this issue.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. An analysis on the retained sample showed that it met spcs. Product passed with reverse flow rate of 25 ml/min whilst drainage test is 20.6 seconds and both results are considered acceptable as per our lab test criteria. Since the actual product was not returned, further investigation is determining and confirming the root cause of product failure could not be carried out.